Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set needle insertion without removing guard event on (B)(6) 2024. The glucose level was 288 mg/dl. No further information available.